Event description:
Consumer reported in medwatch mw5105237 that upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She had to manually remove the pledget pieces. No further information was provided on consumer's use of the product and outcome.

Manufacturer narrative:
Hold for brandi 3.17a brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.